Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter in two pieces. There was blood inside and outside of the distal shaft. The hypotube, collar, distal shaft and tip was microscopically and tactile inspected. Inspection revealed a kink in the hypotube 96 cm from the strain relief and a complete separation at the collar. The inner diameter of the guidezilla was measured at the distal tip using a calibrated pin gauge set. The inner diameter was within specifications. A tooling qualified mandrel was inserted through the tip with no resistance. The stent/interventional device used in the procedure was not returned for analysis. Functional testing could not be done, due to the condition of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-08838. Reportable based on device analysis completed on 27-oct-2016. It was reported that interventional devices could not pass through the guidezilla guide extension catheter. The target lesion was located at the right coronary artery (rca). After non bsc guidewire was advance to the target lesion and a guidezilla¿ guide extension catheter crossed the lesion, a 4.00x16mm promus premier¿ stent was advance but failed to pass through the proximal portion of the guidezilla¿. The devices were removed and another non-bsc guide wire was advanced. The guidezilla¿ was readvanced and the promus premier¿ stent was then reinserted but still failed to advance through the guidezilla¿. Another attempt was made to advance the stent and it was noted that the stent got buckled. The procedure was completed using a non-bsc guide extension catheter and a non-bsc stent. No patient complications were reported and the patient's status was fine. However, device analysis revealed that a complete separation at the collar occurred.